Event description:
The rptr indicated that during an implant, the dr had difficulty positioning the leads. Bad thresholds were observed. The pt lost blood, and the chest was then opened. The heart tissue was bad and a suture was attempted; however, the dr could not suture the heart closed. The pt expired.